Event description:
According to the customer, the device "sometimes will come on and sometimes it will not" and that the user "ends up in the hospital" when unable to do treatments.

Manufacturer narrative:
According to the customer, the device "sometimes will come on and sometimes it will not" and that the user "ends up in the hospital" when unable to do treatments. No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.